Event description:
Pt for thorascopic sympathectomy. Bair hugger applied at beginning of case to lower body, setting was "high". Hose connection at ankles. No appearance of malfunction during case, no alarms. At end of case rn noted erythema and mottled spots on bilateral anterior mid thighs. Patient was treated initially with benadryl. Presumed rash resolved to pale pink prior to discharge from hospital. Follow-up pt reported they have 6-12 dime-size scars on thighs. Scars were reportedly a result of second degree burns noted on a follow up appointment by an outside physician. Standard practice to put setting on high. The temperature of this device was found to be within the expected limits of 43 degrees celsius plus or minus 3 degrees. After the incident, all bair huggers were pulled and evaluated. They were found to be functioning properly and alarms were within normal limits. It is unknown if the hose may have been pinched or heat may have been trapped. Additionally, it is unknown if the device may have been defective in some way.